Manufacturer narrative:
(B)(4).

Event description:
Procedure: (totally extraperitoneal) tep according to the reporter, a balloon did not inflate during the procedure. Opened another. Operating time was extended by less than 30 minutes. Nothing fell into the cavity. No bleeding. Additional information has been requested but not yet received.